Event description:
Patient received an acl procedure on (B)(6) 2013. Sometime post-op, the patient developed an infection. No products have been removed from the patient at this time. Sales rep. Became aware of the patient's condition on (B)(6) 2013. Nothing unusual occurred on the date of surgery. Patient had follow up appointment and was reported as fine. Patient had surgical washout and was given antibiotic beads and oral antibiotics. The following smith & nephew devices were reportedly used during the procedure: biosure ha, 9mm x 25mm pn 72201781, lot 50428852 x 1; xtendobutton fixation device pn (B)(4), lot 50424632 x 1; endobutton cl ultra, 10mm pn 72203331, lot 50413548 x 1; fast-fix 360 curved pn 72202468, lot 50440947 x 1 and 50441091 x 1. Reference additional complaints that captured these part numbers: (B)(4).

Manufacturer narrative:
No product is being returned for evaluation purposes. It was reported the patient experienced unknown post-op infection. However, there is no evidence that there is any correlation between the s&n devices used in the procedure and the patient's reported post-operative condition. (B)(4).